Event description:
Reporter noted corneal burn occurred during procedure. Corneal striae to incision site, resulting in distortion of curvature still present two weeks post-op. Prognosis reported as too early to tell. No intervention.